Event description:
The customer reported having low blood glucose of 62 mg/dl. The customer treated with sugar water and his glucose level went up to 116 mg/dl. The customer stated giving himself too many boluses without entering the grams of food through the day, which caused his glucose level to lower. The customer was experiencing unexplained low glucose for one day. The customer stated that he was delivering insulin and the insulin pump showed the suspend mode on display. Troubleshooting was performed. The reservoir has the same amount of insulin that the status screen shows. Advised the customer to go to the emergency room and the customer agrees. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge